Manufacturer narrative:
Article citation including web address/literature reference (doi): https://doi.org/10.3390/jcm13123444. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off-label indication; see b5. G2: country of origin is italy. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'new axially expandable oblique cage designed for anterior to psoas (atp) approach: indications-surgical technique and clinical-radiological outcomes in patients with symptomatic degenerative disc disease'. The following medtronic devices were used: medtronic standard, non-expandable oblique cage among patients' adverse events/device performance issues included: 1. 3 patients with signs of cage subsidence and/or inconsistent arthrodesis, who continued to present persistent lower back pain, had a revision surgery. 2. 8 out of 38 cages had cage subsidence. 3. 1 patient had superficial wound infection with complete resolution within 2 weeks.